Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the shaft of the tip-up fenestrated grasper instrument allegedly broke when removing the instrument from the trocar. Intuitive surgical inc. (Isi) followed up with the customer and gathered the following information: fragments allegedly fell into the patient during instrument removal, the fragment was removed with a laparoscopic instrument. All fragments were retrieved via direct visualization. The procedure was completed. The instrument was inspected prior to use with no damage noted. The wrist of the instrument was likely straightened prior to removal. The instrument would not come through cannula, the cannula and instrument were removed together. No damage on the wrist of the instrument. The surgical staff felt resistance upon removal of the instrument, they had to straighten out instrument. The surgical staff noticed a break in the shaft of the instrument after the event occurred. The retrieved fragment was discarded.